Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned 4.0mm long ao pilot drill reveals the sterile packaging was not sealed at one end. This inspection was conducted by naked eye. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed that, the root cause is that the operator did not follow the proper procedures set in place and did not seal the pouch, rendering the product not sterile. A review of complaint history for the part number over 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the device should be placed into a polyurethane sleeve, sharp end first and make sure the entire product is inside the sleeve, the larger end should be place into the sleeve without the slit and the smaller end into the side with the slit. Finally place polyurethane sleeve in pouch. At this time, we have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d9.

Event description:
It was reported that, during the set up and inspection for an orif surgery, it was noticed that one (1) 4.0mm long ao pilot drill was not sealed at one end, rendering the drill bit unsterile. The procedure was performed, without any delay, using a s+n backup device. Since the incident occurred before the procedure, the patient was not yet involved.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.